Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that with a couple weeks after implant, the right ventricular rwave sensing went from 12 mv at implant to 3 mv. The lead remains in use. No patient complications have been reported as a result of this event.